Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem use guide: "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours."

Event description:
It was reported that insulin was not being delivered from the cartridge. Reportedly, the customer used the cartridge and insulin beyond labeling. Tandem technical support educated the customer on cartridge and insulin labeling. Customer's blood glucose level was 192 mg/dl. A cartridge change was performed resolving the issue.